Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms, which led to a lead safety switch (lss) to unipolar. Then, this pacemaker exhibited oversensing of noise and ventricular signals in the atrial channel. This resulted in a false signal artifact monitor (sam) event and inappropriate atrial tachy response (atr) episodes. Minute ventilation (mv) was disabled by the false sam event in the ra lead. Technical services (ts) suspected the noise was due to electromagnetic interference (emi). The presenting electrogram (egm) showed this pacemaker was operating as programmed. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms, which led to a lead safety switch (lss) to unipolar. Then, this pacemaker exhibited oversensing of noise and ventricular signals in the atrial channel. This resulted in a false signal artifact monitor (sam) event and inappropriate atrial tachy response (atr) episodes. Minute ventilation (mv) was disabled by the false sam event in the ra lead. Technical services (ts) suspected the noise was due to electromagnetic interference (emi). The presenting electrogram (egm) showed this pacemaker was operating as programmed. Additional information was requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.